Manufacturer narrative:
Combination product: yes. The lead was not returned so could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 13th of january 2024 and 16th of july 2024 recorded a stable pacing impedance of 500 ohms and a stable rv coil continuity of 400 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as charging of the ICD capacitors. The integrity of the lead cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that oversensing was noted via remote monitoring. There were false fv episodes. No inappropriate shocks were delivered. The follow-up showed normal measurements. The device was reprogrammed. The patient remains under remote monitoring and the lead will be revised during the next device change.